Manufacturer narrative:
510k: this report is for an unk screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2016, the patient underwent open reduction internal fixation surgery for trochanter femoral fracture with a dhs plate and an unknown screw in question. On (B)(6) 2016, the patient fell down, and she fractured her bone below the plate. On (B)(6) 2016, the patient underwent a revision surgery with an unknown nail to re-fix. The bone union was completed now, and there is no problem in her daily life. The surgeon commented that the distal screw of the plate located to the front position compared to the proper position, and it caused the fracture. The surgical delay is unknown. Concomitant device reported: unknown dhs plate (part # unknown, lot # unknown, quantity # 1), unknown screws (part # unknown, lot # unknown, quantity # unknown). This is report 1 of 2 for (B)(4).